Event description:
A (B)(4) distributor returned an electrode belt from a pt with a service code (B)(6) report. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code (B)(4)) has been confirmed. Upon evaluation, the (B)(4) connector (trunk cable connector) was damaged inside the distribution node with pins 7 and 8 broken. The cause of the code (B)(4) is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged (B)(4) connector. The root cause for the damaged (B)(4) connector is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.